Event description:
When deploying a 6x120 120cm smart flex stent, it was reported that the physician felt a very high friction during the first 2cm of deployment. He needed a lot of strength to deploy the stent; so much, he had difficulty placing the stent correctly where he intended to. After these 2cm, the deployment went regularly. The stent was not exactly placed where intended, due to the high force the physician needed to release the stent for the first two cms. There was no patient injury reported. The device will not be returned for analysis. The product was stored, inspected, handled, and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion was the superficial femoral artery (sfa). Vessel characteristics are unknown. The stent delivery system did not pass through any acute bends. Unusual force was used to release the stent. There was no difficulty or resistance noted while crossing the lesion with the stent. It is unknown if the vessel was pre-dilated and post-dilated. It is unknown if thrombus was noted post deployment.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: when deploying a 6x200mm smart flex stent, the physician felt a very high degree of friction during the first 2cm of deployment requiring a large amount of strength to deploy the stent resulting in inaccurate placement of the stent. It is unknown how much and what part of the lesion was not covered or if another stent was used to fully cover the lesion. After the initial resistance during the first 2cm the remainder of the deployment went as expected. The product was stored, inspected, handled, and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion was the superficial femoral artery (sfa) whose vessel characteristics are unknown. The stent delivery system did not pass through any acute bends and there was no difficulty or resistance noted while crossing the lesion with the stent. It is unknown if the vessel was pre-dilated or post-dilated. The product was not returned for analysis as it remains implanted. All the required inspections were performed within each traveler guidelines and the testing results complied with the specifications provided. The travelers did not indicate deviations or unusual findings. Since no deviations or unusual findings were identified, no corrective/preventative actions are required. (B)(4) concludes lot system traveler (B)(4)-s32369, finished good lot 1403608 was manufactured in accordance with bmt's quality requirements and customer's specifications. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.